Event description:
It was reported that the fossa component was removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. The reported infection could not be confirmed as no pathology report was provided for review. The patient received a unilateral tmj device on (B)(6) 2024, but the fossa component was removed on (B)(6) 2025 due to a wound infection. The surgeon reported no issues during the initial implant placement and stated there were no permanent adverse consequences other than the need to replace the fossa implant. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.